Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced an event of hyperglycemia on (B)(6) 2024 which leads to hospitalization. The patient's blood glucose level was 20 mmol/l with the presence of ketones at the time of hospitalization. Therefore, the patient was treated with insulin pen in the hospital. The symptoms reported by the patient at the time of the hospitalization event were feeling tired and weak. As of the report, the patient was still in the hospital. No further information was available.